Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 300 mg/dl. Customer current blood glucose was 500 mg/dl. The customer was treated for high blood glucose with pump. The customer was explained the 2 high blood glucose rule. Customer saw an air bubbles in the reservoir and grab plunger and manually prime them out. Customer found bent cannula and advised to change set. Customer was advised we would send 2 sets and 2 reservoirs as replacements.